Event description:
Pt developed endophthalmitis and hypopyon 3-days postoperative, subsequently a retinal detachment with necrosis occurred. Visual acuity is hand motion. Culutres taken were negative. A vitrectomy was performed and intraocular antibiotic injection was given. Lens remains implanted in the pt's eye. It is unknown if this event is product related.